Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; due to clogging of the nozzle, the water supply volume did not meet standard value. In addition to the foreign object in the nozzle, the evaluation findings were as follows: the adhesive on the bending section cover had a chip and crack, due to clogging of the nozzle, air supply volume did not meet standard value, due to clogging of the nozzle, water removal ability did not meet standard value, switch #1 had a scratch, the image guide protector had a scratch, the protector of the universal cord on the scope connector side had a scratch and the plastic distal end cover had a dent. Additional information obtained identifies the product was cleaned, disinfected, and sterilized before it was sent to olympus. There was no delay in the start of precleaning. The customer flushed the air/water nozzle with water and air. There were no abnormalities in the accessories used for reprocessing. The air/water nozzle was flushed with detergent solution. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer initially reported to olympus that the gastrointestinal videoscope had a water supply failure. The issue was found during preparation for use for a diagnostic procedure. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: a foreign object was found to be clogging the nozzle.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign object could not be identified. It was confirmed that there was no deformation in the area where foreign matter remained. The reprocessing status could not be confirmed because the information was not made available. The detection method is described in chapter 3 preparation and inspection of the gif-ez1500 operation manual. Instruction manual gif-ez1500 cleaning/disinfection/sterilization chapter 5 preventive measures are described in the reprocessing of endoscopes (and accessories that are reprocessed together). Olympus will continue to monitor field performance for this device.